Manufacturer narrative:
Major depressive disorder (mdd) is a mood disorder that causes a persistent feeling of sadness and loss of interest. In this case the patient did not have a history of depression prior to coolsculpting treatment and the diagnosis of ph. The ph event was previously reported under medwatch report 3007215625-2023-10535.

Event description:
Allergan aesthetics received a report of a patient that developed major depressive disorder (mdd) subsequent to the diagnosis of paradoxical adipose hyperplasia (ph).